Event description:
It was reported that the programmer generated an error message and that rebooting did not clear the error. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error and the hard drive was replaced and reconfigured and the software reloaded. (B)(4).